Manufacturer narrative:
The lens was not implanted. (B)(4). Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and lens returned was observed cut in three pieces. Fibers/particles were observed on lens pieces related to the handling of the unit out of non-sterile environment. Part of the debris observed on lens pieces looks like body fluids. One of the haptic was observed distorted. No product damaged was observed to the other haptic. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation request for this production order (po) number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a ar40e 19.0 diopter intraocular lens (iol), the physician had to remove the lens due to the patient's capsule bag not being intact. Through follow-up it was learned that there was no quality issue with the lens. There was no incision enlargement, vitrectomy, sutures required. The lens was not replaced and the patient was left aphakic. No further information was provided.